Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results.

Event description:
It was reported that the patient has not been able to get his remote monitor to work. There was also a carealert notification and no transmission was seen at the clinic. The patient was trying to send a transmission with a monitor not compatible with his device. The network had received the transmission, but it did not post for the clinic to view. No patient complications were reported as a result of this event.

Event description:
It was reported that the patient has not been able to get his remote monitor to work. There was also a carealert notification and no transmission was seen at the clinic. The patient was trying to send a transmission with a monitor not compatible with his device. The network had received the transmission, but it did not post for the clinic to view. No patient complications were reported as a result of this event.